Manufacturer narrative:
Device manufacturer address 1: (B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure, clear passage under water testing, and priming were performed which revealed a leak at the assembly of the tubing into drip chamber. Dimensional testing was performed and the device met specifications. The reported condition was verified. The cause of the condition is related to improper manual assembly during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp soln set leaked beneath the drip chamber. The issue was identified five minutes after starting patient infusion with total parenteral nutrition (tpn). There was no report of patient injury; however, a central line change would be performed to continue treatment. No additional information is available.